Manufacturer narrative:
Added: d10 (concomitant). Corrected: d1, d4 (serial). Ppae (thrombosis): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 15 year old patient treated with impella cp for heart failure cardiogenic shock already on venoarterial extracorporeal membrane oxygenation support. Due to catheter kinking, the impella cp had to be replaced while hemodynamic stability was preserved under extracorporeal support. Second impella was subsequently used for left ventricular unloading and support for weaning of the extracorporeal membrane oxygenation. After 2 days of support patient was weaned and physician reported thrombus on device after removal.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.